Manufacturer narrative:
The patient is (B)(6) in height. An event regarding tibial loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
Revision tibial component for aseptic loosening.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Revision of tibial component for aseptic loosening.